Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the blood glucose ran high and that there was no alarm to indicate insulin flow was blocked. The blood glucose reading was 33 mg/dl. The customer treated with an insulin pen. The insulin pump failed the high pressure test. It was advised that the customer revert to a back up plan per a health care professional's instruction. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
Hardware low levels alarm alarmed during self-test, problem isolated to the keypad assembly. Device received with operating currents within specs. Device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump passed the displacement accuracy test. No unexpected insulin flow blocked alarms were noted. Device received with cracked case on the back at the battery tube area. Device received with fading and stained serial number label. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay texture damaged.